Event description:
The facility reported an infusion pump with a failure code 403. The incident happened prior to use on the patient hence there was no reported patient/user injury or medical intervention. No additional information is known.

Manufacturer narrative:
Evaluation summary: request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.